Manufacturer narrative:
In the case description, the user mentioned receiving two 15 u boluses uncommanded. The physical controller was not received for investigation. Ios log files from the complaint device were uploaded to the cloud system by the user and downloaded for investigation. Inspection of the ios log files confirmed the delivery of two 15 u boluses on the date of occurrence. The log files show that for both boluses, the application was brought to the foreground, the bolus button was pressed to open the bolus calculator, the total bolus was modified one digit at a time to reach 15 u, and the confirm and start buttons were pressed to begin bolus delivery before the application was sent to the background again. The logs denote these interactions, as well as others such as the tapping into the total bolus box to modify the total bolus amount and the tapping out of the total bolus box to stop bolus editing, as user interactions with the application. Evidence of interaction with the application to program all boluses was observed in the log files. No evidence of an uncommanded bolus was observed in the available log files.

Event description:
It was reported that the patient had been hospitalized with hypoglycemia. The patient's blood glucose levels reached below 40 mg/dl while wearing the pod between 4 and 24 hours. It was also reported that the pod released 30 units of insulin by itself. Symptoms reported include dizziness, confusion and passing out. In school the teacher treated the patient with glucose liquid but then in the hospital the doctors flushed the excess of insulin out with an IV (intravenous). The patient was released a couple hours later. The pod was worn when seeking medical attention.